Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03090, 1627487-2022-03088. It was reported one of the patients leads migrated and the patient experienced pain at the ipg implant site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced and the ipg site repositioned resolving the issues. Note: it is unknown which lead migrated so both are being reported.